Event description:
It was reported that during the implant surgery of the pulse generator, the patient experienced ventricular fibrillation. The patient was shocked. The device exhibited capture anomalies. On 10/17 the pt experienced vf/vt 8 times and had to be shocked. The physician changed the av/ pv delay to 350/325ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.